Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
Customer reported a crack in the syringe tubing that caused leaking. The crack occurred at the site attached to the syringe. There was no report of pt harm or medical intervention. No additional pt/event information was provided.